Manufacturer narrative:
This report is filed on june 03, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, june 03, 2016.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery. This report is submitted on (B)(6) 2017.

Manufacturer narrative:
This report is submitted on may 26, 2017.